Manufacturer narrative:
The complaint was not confirmed. One unpackaged ar-300b serial/batch number (B)(6) was received for investigation. Visual evaluation with a camera inside the device did not note any damaged or broken pieces. Compared with a new device, it was not noted issue. Mechanical evaluation noted no changes when the device was locked/unlocked. Compared with the new device, it was noted that the returned device works the same as the new device. No problem found.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-300b burr attachment is no longer accepting burrs into the holding sleeve. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.